Manufacturer narrative:
The site was able to resolve the issue after rebooting the system. No parts were returned for analysis as no part replacement was needed.

Event description:
A site representative reported that during the surgery the imaging system was not connecting to the navigation system. The site rebooted the navigation system which did not resolve the issue. Finally, the surgeon aborted navigation and used an alternative imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. After the systems were moved outside the operating room (or), both were booted and the imaging system was able to connect to the navigation system. The issue did not occur after this.